Event description:
The reporter indicates this dermatome was just in in march, 2004 for repair. The surgeon claims the dermatome is not cutting the correct size. It is unknown if a second donor site was required.